Event description:
Details provided by dr's office in 2000. This pt received an lcs-ps implant in 1999. Pt has been treated for repeated clear effusions, every post-op visit has resulted in aspirations. The most recent have been in 2000, twice.